Event description:
A customer reported via webform the sensor tip of the adc device remained in the arm after application. Customer experienced bleeding and had contact with a healthcare professional (paramedic) who "removed sensor needle from my arm, applied disinfectant and bandage" as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, and no issues were observed. The sensor plug was properly seated. Sensor tail was observed. Applicator (B)(6) has been returned and investigated. Visually inspection has been performed on the applicator and no issues were observed. It is observed that the applicator was fired correctly. The sharp has been investigated and no issues were observed. Sensor pack (B)(6) has been returned and investigated. Visually inspection has been performed and no damage was observed. It is observed that the lid was not completely peeled off. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform the sensor tip of the adc device remained in the arm after application. Customer experienced bleeding and had contact with a healthcare professional (paramedic) who "removed sensor needle from my arm, applied disinfectant and bandage" as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform the sensor tip of the adc device remained in the arm after application. Customer experienced bleeding and had contact with a healthcare professional (paramedic) who "removed sensor needle from my arm, applied disinfectant and bandage" as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, and no issues were observed. The sensor plug was properly seated. Severed sensor tail was observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the applicator and no issues were observed. The applicator was fired correctly. Sensor pack (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor pack and no damage was observed. It is observed that the lid was not completely peeled off. Issue is not confirmed to use due to incorrect assembly method. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform the sensor tip of the adc device remained in the arm after application. Customer experienced bleeding and had contact with a healthcare professional (paramedic) who "removed sensor needle from my arm, applied disinfectant and bandage" as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.